Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via email. It was reported that patient was implanted with two rechargeable units for deep brain stimulation regarding alzheimer's. It was indicated that they had been charging the patient's implantable neurostimulator (ins) batteries until now, the process was taking at least an hour a day. The reporter was wondering whether the ins batteries were dying, or whether the recharger batteries are dying, or what else might be the problem. The reporter was wondering whether there was a way to shorten the recharging process, since the patient was not willing to be still. They did not want the harness recommended because it does not stay on top of the ins batteriessufficiently. The patient's husband was advised to call patient services directly for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that gradually over time the ins has taken a lot longer to charge up. They get all 8 coupling bars when they charge. They used to charge every other day and they charge till they see at least the charged sufficient screen, the patient has not had any reprogramming done to drain the battery life quicker, and charges the ins when they get the blank icon state. They reported that the discs given to them did not meet their expectations because if the patient moves the recharger a quarter of an inch, the coupling boxes would drp down and they would have to reposition. They don't use a harness. It was reported the charging difficulties started right after implant.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37612, serial# (B)(6), implanted: (B)(6) 2014, product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the cause of the recharging time getting longer was ¿passage of time ¿ all things were/are normal.¿ there were no steps taken to resolve the lengthy recharging time, but the issue also hadn¿t resolved.

Manufacturer narrative:
Other applicable components are: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted on (B)(6) 2014 recently the patient¿s recharging time had grown longer. The patient was wondering if it was a sign of the battery dying. It was taking close to an hour to fully recharge the battery.